Event description:
It was reported that there was a pacing and sensing malfunction with the external pulse generator. Atrial sensing markers could not be seen when connected, and when paced, pacing did not occur. Undersensing was also reported and pacing malfunction occurred regardless of which output it was set to. The device was returned to the manufacturer for servicing. A patient was connected to the device at the time of the malfunction, however no patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed bench testing. It was noted that the ring cover was contaminated, the battery contacts were compressed, the keyboard atrial pace light-emitting diode (led) was out intermittently and the serial number label was damaged.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.